Event description:
Customer reported the set was leaking by the valve that is plugged into the pump. Problem occurred 24 hours after patient epidural treatment commenced. No patient injury has been reported at this time. Samples are available for evaluation. No additional patient information is available at this time.